Event description:
It was reported that shortly following the implant procedure, frequent episodes of oversensed atrial noise were observed from the right ventricular (rv) lead. It was alleged that the rv lead had been implanted in a suboptimal position. The physician elected to surgically reposition the rv lead to resolve the event and the patient was stable with no additional adverse consequences.